Event description:
It was reported that an attempt was made to cross the vision stent through a previously implanted stent; however, the vision would not cross the implanted stent. The vision stent separated from the sds balloon while withdrawing it into the guiding catheter. The devices were removed together as a unit and then the separated stent was lost in the groin. It was successfully retrieved from the pt with a snare device.